Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Corrected data: the root cause of the increased intra-peritoneal volume (iipv) was previously reported in the evaluation summary as insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold; however, upon further review the root cause of the iipv was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. Additional manufacturer narrative: the label review found the labeling adequate for the use error in this complaint.

Event description:
The patient contacted baxter's technical service center regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use. The patient stated she did not have any problems with the machine last night and that she was empty now. The patient stated she just now turned the hc on for the night and the hc alarmed high drain 106/call pd nurse. The technical service representative (tsr) explained the alarm to the patient. The patient stated she has not had any other problems with the hc. The tsr reviewed the therapy log. The patient's therapy last night was completed and the initial drain volume equaled 233ml. The patient was performing tidal therapy with a total volume of 9000ml, a total time of 12 hours, a fill volume of 1500ml, a tidal volume of 95%, the target ultrafiltration (uf) set to 1000ml, and the last fill volume equaled 0ml. The patient stated her hc was okay. The tsr advised the patient to let her registered nurse (rn) know about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the rn on (B)(4) 2012, regarding the reported event. The rn stated she was aware of the alarm. The rn stated there was no patient injury or medical intervention associated with this event. The patient has not reported any other drain volumes or symptoms that meet iipv criteria. The patient has been continuing therapy on the cycler successfully.